Manufacturer narrative:
Additional information: b1 and b2 updated based on new information received. Account reported on may 28, 2021 that patient indeed had a suction loss and irregular cut secondary to patient movement. They decided to not lift flap and performed photorefractive keratectomy. Patient healing well. H6 - updated based on new information received product investigation: at the time of the investigation, product was not available for evaluation and the lot number was not provided. Therefore, no testing could be performed, the complaint history review and the manufacturing record review couldn't be performed.

Manufacturer narrative:
Correction: g2: field was inadvertently left blank in initial report.

Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021. While the laser was firing the patient moved causing a suction loss. As a result a partial flap with irregular side- cut was created. Treatment was aborted. There was no patient injury reported and no surgical intervention was required at the time of this report. Bcva from (B)(6) 2021. Right eye pre-op 20/20 -4.25 x -1.00 x 155, left eye pre-op 20/20 -4.50 x -1.00 x 10.